Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. No cosmetic damage noted.

Event description:
Customer reported issues with the keypad of the insulin pump. Customer states that the numbers are scrolling on the screen. The insulin pump will be replaced. The blood glucose reading is 248 mg/dl. Nothing further reported.